Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and contact support again if the issue reappears. The customer acknowledged and understood the instructions.